Event description:
Related manufacturer reference number:2017865-2020-01660, 2017865-2020-01661, 2017865-2020-01663. It was reported that the patient presented in clinic with an infection. An echocardiogram indicated that there was vegetation on the leads. The system was explanted and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.